Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 500mcg/ml at 150 mcg/day via an implantable pump. The indications for use were intractable spasticity and head/brain injury. The patient¿s medical history included tbi (traumatic brain injury) from a motor vehicle accident, was non verbal, ventilated and bedridden. On (B)(6) 2020 it was reported that the patient was brought to the hospital with a pump pocket that was opened up and seeping. The environmental, external or patient factors that may have led or contributed to the issue was unknown, the patient is non-verbal, ventilated and bedridden. The diagnostics and troubleshooting preformed was the site was observed to be open and seeping. The actions and interventions taken to resolve the issue was the patient¿s infusion system was replaced onto the opposite side of the body. The issue was resolved at the time of the report. The patient status was noted as alive, with injury, the injury noted as patient¿s pump pocket had opened up and was infected. No further complications were reported or anticipated regarding the event.